Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had fractured resulting in high pacing thresholds being observed. This lead was explanted and replaced with a new lead. The procedure was completed successfully and no additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the tip of the lead was completely severed from the terminal pin. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right ventricular (rv) lead had fractured resulting in high pacing thresholds being observed. This lead was explanted and replaced with a new lead. The procedure was completed successfully, and no additional patient adverse effects were reported.